Event description:
It was reported that during the implant procedure, the right atrial lead exhibited high pacing thresholds. The lead was not used.

Manufacturer narrative:
Analysis found the lead to exhibit normal device characteristics.